Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test performed, no conclusion could be reached as to how the reported event during surgery occured. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.

Event description:
It was reported during a laparoscopic cholecystectomy when the obturator was removed from the inserted trocar the arming mechanism did not disengage. There was no audible click to alert the residents to quit pushing. The safety shield appeared to work, it was a blind puncture. There was no consequence to the patient.